Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead dislodged. The operator pulled the stylet out and stretched the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.